Manufacturer narrative:
(B)(4). Batch # m9051c. The device was returned with the tissue pad damaged, melted and 100% present. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information requested: did the tissue pad melt? Or did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) If yes, did any piece fall into the patient? Was the piece retrieved? Did this cause a change in the plan of care for the patient? Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? Is the detached tissue pad being returned with the device? Or, was the detached tissue pad discarded?

Event description:
It was reported that during a hysterectomy by video procedure, the teflon presented in the tip of the device detached during the surgery. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information received: the complaint is related to a surgical procedure made by dr. (B)(6). During the surgery, the tip of the teflon detached due to the activation of the device without tissue. Our assistant (B)(6) was present in the procedure and advised / instructed the surgeon that he could not activate the product without the tissue. The teflon didn´t fall into the cavity and there wasn´t any harm to the patient.